Event description:
Consumer contacted via online chat and stated that the brush head slides off while in use and the oscillating brush end was loose. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results:product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that the brush head slides off while in use and the oscillating brush end was loose. No injury was reported.